Event description:
It was reported the patient was on the ¿red pills¿ that are given for bladder infections. The patient started to take the pills because every time they urinated, it ¿stank real bad like a bladder infection.¿ additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3093-33, lot# v799712, implanted: (B)(6) 2012, product type: lead. (B)(4).